Event description:
It was reported that a homechoice cassette leaked; further described as ¿the power cord got wet when connecting the bag." This occurred during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home: 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic: carretera sanchez km 18.5, parque industrial itabo, piisa; haina, san cristobal 91000; dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.